Manufacturer narrative:
The real intelligence cori, part number: rob10024, serial number: (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software development team. The reported problem was confirmed. Value for rotational deviations is greater than 15 degrees. The rotational deviations were not within the tightened threshold, causing the surface model to not turn white and hence did not indicate a successfully completed registration. This is related to a known software bug. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number, lot number, or serial number and scope of this complaint, and no further escalation action is required. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is due to a software issue that tightened the rotational constraints during registration, making these constraints more stringent than required. This may cause the system to display registration notifications when performing image-based cases that would not have displayed in previous versions of the software. As part of corrective actions, a software patch has been implemented in software v3.0.4 and beyond to correct the software issue that tightened constraints during registration. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. Should any additional information be received the complaint will be reopened.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori-assisted tka, while doing registration on the tibia, the coriograph pre-op services did not build to the "completed". The criteria of accuracy to register was not met, even, when the system gave the dialog box which is expected when aimed to proceed with surgery. They proceeded and personalized plan to patient. Surgery was performed, without any delay, using the tensioner for gap collection and robot to complete bone resections. Surgical outcome was good and as expected. No patient complications were reported.